Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a loss of external power was confirmed via log file analysis. Data was reviewed from the reported event dates of 01may2025 ¿ 06may2025. Several times in the data reviewed, no external power alarms activated, consistent with a loss of ac power while the system controller was connected to the mobile power unit (mpu). The no external power alarms resolved when power was restored to the mpu. The backup battery supported the controller as intended during this time. Provided information indicated that it was unknown whether the mpu had a v-lock connector, whether the outlet came loose from the unit or the wall, and whether there were environmental circumstances that may have caused the losses of external power due to the patient being a poor historian. No equipment was exchanged. The root cause of the loss of external power was not able to be conclusively determined via this investigation. The device history records were reviewed and revealed no deviation from manufacturing or qa specifications. The mpu was manufactured with a v-lock ac power cord. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a driveline casing fracture, and the clinic was wondering if the no external power alarms were related to the driveline or if the patient truly was not connected to power. The patient was noted to not be a reliable source. Log files were submitted for review and captured several occasions of low voltage hazard/no external power events on 01may2025, 04may2025, and 06may2025. These events all occurred while using the mobile power unit (mpu) and it appeared that the mpu lost total power enabling the backup battery (ebb) in the system controller until power was restored to the mpu. There was no interruption in pump support. The patient did not know if they lost power or just did not switch their batteries when they were dead. It was noted that the patient may have been letting their batteries die and would take their time charging to full.